Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements, measuring greater than 2000 ohms. The device triggered a lead safety switch (lss) due to impedances. Upon review, it was noted that the impedance measurements were gradually increasing. Technical services (ts) recommended to increase the out-of-range limit and the plan was to have the lead revision perform in next few months. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report captures additional information of the surgically abandoned procedure of this lead and impact on the patient.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements, measuring greater than 2000 ohms. The device triggered a lead safety switch (lss) due to impedances. Upon review, it was noted that the impedance measurements were gradually increasing. Technical services (ts) recommended to increase the out-of-range limit and the plan was to have the lead revision perform in next few months. This rv lead remains in service. No adverse patient effects were reported. Additional information received indicated that this lead was surgically abandoned due to noisy signal and possible fracture. Subsequently a new lead was successfully implanted. No additional patient adverse effects were reported.